Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump alarmed motor error as well as no delivery. The customer's insulin pump was not cracked. The customer stated that there were a few times in which they rewound the insulin pump while the reservoir was inserted in the insulin pump. Advised customer that rewinding the insulin pump with the reservoir inserted would case a motor error alarm. Advised customer to disconnect from the insulin pump and revert to a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.